Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/g4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, 510k number, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, dissection and embolization are listed as potential adverse events with use of turbo-tandem devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 08dec2017) ¿laser atherectomy combined with drug-coated balloon angioplasty is associated with improved 1-year outcomes for treatment of femoropopliteal in-stent restenosis¿. The article retrospectively reviewed a dual-center study enrolling 112 patients/lesions. Sixty-two (62) patients underwent laser + dcb, while the other 50 patients had laser atherectomy plus balloon angioplasty (laser + ba). Periprocedural complications included 1 dissection and 9 embolizations with use of the spectranetics turbo-power (MDR # 3007284006-2026-00053), turbo-tandem (MDR # 3007284006-2026-00054), and turbo-elite laser atherectomy catheter devices (MDR # 3007284006-2026-00055). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for each of the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 08dec2017 has been used, the date of publication. Article citation: damianos g. Kokkinidis, md, prio hossain, ms, omar jawaid, md, bejan alvandi, ms, t. Raymond foley, md, gagan d. Singh, md, stephen w. Waldo, md1, john r. Laird, md, and ehrin j. Armstrong, md, msc. Laser atherectomy combined with drug-coated balloon angioplasty is associated with improved 1-year outcomes for treatment of femoropopliteal in-stent restenosis. J endovasc ther. 2018;25(1):81¿88. Doi: 10.1177/1526602817745668. This report captures the 1 dissection and 9 embolizations with the use of the turbo-tandem. There was no alleged malfunction of any spectranetics devices in use during the procedure.